Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported that insulin pump alarmed for power error detected. Customer's mother noticed crack in pump casing along the back of pump. Customer advised to discontinue using pump and reverting to back up plan. Customer's blood glucose was unknown at time of incident. Insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Pump error due to connector resistance issue. Device received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.